Event description:
A malfunction was reported by the customer involving the pump. There was no information provided about the impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.